Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was not impacted. Reportedly, the pump is worn against the customer's skin. After the occlusion alarm, the customer changed out all of their pump supplies.